Event description:
I have several medical conditions that the drs advise I don't have to wear a face mask because the mask would restrict oxygen in my body. But since the country is undergoing a 'pandemic' I'm required to wear one in public. This is not a law and it's unconstitutional to force people who aren't sick or folks that have antibodies (covid) to mask and cause potential harm to their own bodies. Not to mention, mentally, it's also impacted me. The cdc lied about the numbers and have admitted it. I refuse to put my health in danger based off of falsehoods. The mask doesn't work. (B)(6). FDA safety report ID# (B)(4).